Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to trigger a breath. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a male patient (age unkown), the device displayed "2100 patient disconnect" and "2076 advisory" alarm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated. This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The device was returned to zoll medical corporation for evaluation. Log review showed no device faults. User advisories suggested a patient circuit setup or patient mask positioning issue. The device passed all calibration testing. Analysis for reports of this type has not identified an increase in trend.